Event description:
It was reported that the pump battery would not charge. The charging issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the customer was instructed on how to store and return the faulty device. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.